Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, it was mentioned that the electrode dislodged during the implant procedure, and it had to be retunneled. Additionally, it was mentioned that high within range impedance measurements were observed. A conversion test was performed; however, it was unsuccessful. Fluoroscopy and x-rays were performed. The system appeared to be positioned appropriately in the x-rays, however in the fluoroscopy it appeared that the electrode was in a suboptimal position. It was decided to finish the procedure and wait a day to repeat the test. The next day impedance measurements decreased, and the conversion test was repeated, which was successful. Since it is suspected that initial issues were due to air entrapment in the tissues. It was decided to keep the therapy off a little more. At this time, this system remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, it was mentioned that the electrode dislodged during the implant procedure, and it had to be retunneled. Additionally, it was mentioned that high within range impedance measurements were observed. A conversion test was performed; however, it was unsuccessful. Fluoroscopy and x-rays were performed. The system appeared to be positioned appropriately in the x-rays, however in the fluoroscopy it appeared that the electrode was in a suboptimal position. It was decided to finish the procedure and wait a day to repeat the test. The next day impedance measurements decreased, and the conversion test was repeated, which was successful. Since it is suspected that initial issues were due to air entrapment in the tissues. It was decided to keep the therapy off a little more. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information was received detailing that the therapy was reactivated a day after the second conversion test. No adverse patient effects were reported.